Manufacturer narrative:
The device was received, and the evaluation completed. The device received incoming device evaluation assessment (idea) which included a visual assessment as well as functional testing. The device failed idea testing due to a white screen when powered on with test power cord. The white screen observed during idea testing was verified during service evaluation as an intermittent white screen. Evaluation could turn on the device using a known good power cord. However, evaluation did experience a white screen while attempting to power up the device with a battery. The cause was identified during a visual inspection to be two depressed negative battery pins therefore the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an intermittent white screen. There was no patient involvement. No additional information is available.